Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification during inspection as the connector / cable assembly was broken from the lower case as was damaged and a functional test could not be performed. The analyzer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturers assessment. There was no patient involvement.